Event description:
It was reported that during a recanalization procedure, the helix allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a recanalization procedure, the tip of the helix screw allegedly broken inside the patient's body as the device was being pulled back through the sheath. It was further reported that the catheter and broken helix were removed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation, the helix was noted broken at two places: first piece - 3cm from the tip of the catheter and second section 8,5 cm long. The tube was slightly damaged at the same distances of 3 cm and 12 cm from the tip of the catheter. It can be confirmed that the helix was broken. A clear root cause could not be established based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2024), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.